Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There was a displacement of the fmt in (B)(6) 2012 and then it was repositioned without any decrease in performance. In (B)(6) 2013 the fmt was displaced once again. In (B)(6) 2017 the device was explanted and the user was re-implanted with a bone anchored hearing aid.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device malfunction or problem which is expected to have been present whilst implanted. The observed event appears to be related to an insufficient mechanical device coupling to the structures of the ear. Reportedly, the fmt displaced from the round window twice and in (B)(6) 2017 the device was explanted to opt for another manufacturer's device. This is a final report.

Event description:
There was a displacement of the floating mass transducer in february 2012 and then it was repositioned without any decrease in performance in november 2013. In june 2017, a new fmt displacement was discovered by the clinic. On (B)(6) 2017 the device was explanted and the user was re-implanted with a bone anchored device.